Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not replicate or confirm the customer reported complaint. Internal visual and external inspection revealed no abnormalities. The instrument passed the manual articulations test. The instrument was tested on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the grip test and passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The log reviews did not show any failures. The instrument was fully functional.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the maryland bipolar forceps (mbf) instrument had no energy output. After the user increased the energy setting, there was only a small amount of energy output. The procedure was completed laparoscopically. There were no reports of patient injury.